Event description:
Reportable based on device analysis completed on 21 jul 2024. It was reported that visualization issues occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion, but the image was lost. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging window was twisted and no damage was found within the telescope and sheath section of the device. Impedance test shows an electrical open at proximal end of the catheter, between 120-130 cm from the distal housing. Based on the evidence, the as reported code of image lost is confirmed. The open proximal found during the impedance test could have contributed to image lost. The imaging window twisted found can contribute to device malfunction during procedure.